Event description:
The physician reported after opening the package of the device in question, he noticed a small thin hair or string attached to the upper distal part of the device parallel to the guide itself. The physician did not use this device for the procedure. The physician opened another package of the same model of device and it was fine. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.